Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the unicel dxc 600 pro synchron clinical systems intermittently generates erratic sodium (na) results. The customer provided printouts from 8 patient samples. Of the 8 samples, the difference in na recovery exceeded assay precision claims for 3 of the samples. Patient treatment was not affected.

Manufacturer narrative:
Oc prior to and after the event was within the lab's established ranges. A field service engineer (fse) was dispatched: the fse replaced the na electrode and carbon bridge. The fse also cleaned the flow-cell ports and verified instrument's performance.